Event description:
It was reported that oversensing anomaly was observed on the right ventricular lead. The patient was asymptomatic. During follow up in clinic, diagnostics confirmed oversensing anomaly. No intervention was performed. The patient would continue to be followed.

Manufacturer narrative:
This supplemental report is to clarify the event description. The event description should mention that noise reversion was noted and noise was reproduced with pocket manipulation diagnostics and when patient coughed. The previously reported isometric diagnosis confirmation: myopotential oversensing was incorrect; the correct diagnosis is noise oversensing.

Event description:
It was reported that the noise oversensing and noise reversion episodes were noted on the right ventricular lead. The patient was asymptomatic. On (B)(6) 2017 noise was reproduced with pocket manipulation and when patient coughed. No intervention was performed. The patient would continue to be followed.

Event description:
New information received: noise reversion episodes were observed. Patient was asymptomatic. No other electrical anomalies were observed. Noise was reproducible with coughing. Images were taken and lead results were inconclusive. Programming changes were discussed. Patient was stable and will continue to be monitored.